Manufacturer narrative:
The catheter was not be returned for evaluation as it was discarded at the site; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received the following: during preparation for cerebral arteriovenous malformation / embolization, the physician confirmed that heparinized saline solution leaked 30cm from the tip of the marathon microcatheter while flushing. There was no friction or difficulty during flushing. A pin hole was noticed where the leak occurred. For that reason, another marathon was opened to continue the procedure. Device was not used on patient.